Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate gauge reading. Upon reloading the cartridge, a minimum fill notification appeared. The customer loaded a new cartridge and the fill estimate was accurate. The customer's blood glucose level was 129 mg/dl.